Event description:
The balloon could not be removed in the first attempt. After the guide wire was removed it was still not possible to remove the balloon. The balloon was removed togetheter with the sheath, a 6f opti med sheath was used.